Manufacturer narrative:
Upon completion of the investigation, the valve was visually inspected and a long tear in the silicone housing was noted. This could be due to a sharp or pointed object coming into contact with the silicone housing during implant or explant of the device, but this could not be confirmed. The valve could not be irrigated due to the tear in the silicone housing. The device also could not be leak, reflux, or pressure tested due to the tear in the silicone housing. The root cause of the problem reported by the customer could not be confirmed due to the tear in the silicone housing. Review of the history device records confirmed the valve conformed to the specifications when released to stock. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed.

Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.

Event description:
The affiliate reported: the device was blocked and not working, on the ot table. On (B)(6)additional information from the affiliate stated: the surgery was delayed by 45 minutes as that was the time taken by the dealer to provide the operator with a new device. In addition, the problem occurred during the implantation in the operating room and removed immediately.